Manufacturer narrative:
Investigation completed on a smiths medical cadd administration sets - flow stop. Two administration sets from p/n 21-7322-24 l/n 3788204 were visually inspected from a distance of 12" -16", under normal visual light, no defects were observed. The device was then primed and gravity method was used to connect the intravenous bag; when they were connected to the cadd solis pump, no alarm was duplicated and DHR review revealed no discrepancies. The reported alarm of upstream occlusion test was not verified and no fault found with the administration sets.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical cadd administration set upstream occlusion. No adverse patient effects were reported.